Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse replaced a non-functioning three-way solenoid valve on the cap piercer waste drain vacuum. There were no further reports of leaks. (B)(4).

Event description:
The customer reported the cap piercer blade wash cup on a synchron lxi 725 system was not draining. The customer reported that liquid overflowed from the cup onto sample racks and tubes. The leak was contained to the instrument. The instrument operator was wearing personal protective equipment at the time of the leak. There were no reports of direct contact with leak or of injury related to the leak. There were no erroneous results generated as a result of the leak.